Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needs external repair and requires new internal battery. There was unknown patient involvement.